Event description:
A report was received that the patient was experiencing ipg location discomfort. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.